Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited loss of capture during ventricular threshold testing. Egms showed ventricular markers but no associated morphology on the ventricular channel. Capture was not evident at 6.5 v but upon increasing the gain a small blip could be seen on the egm in both ddd and vvi modes at 100 bpm. The patient was asymptomatic and was discharged from the clinic without intervention.